Manufacturer narrative:
Expiration date (01/2021). Manufacturing date: (01/2016). Based on the available information, this event is deemed to be both a reportable malfunction. No patient harm was reported. No sample has been received for evaluation. Review of the assembly batch record does not reveal any sign of leak at pilot balloon was detected during inflation, vacuum test and 100% inspection. Review of the complaint trend within year 2013 to ytd august 2016 for leak at pilot balloon issue, did not show any negative trending. A batch record review indicate no discrepancies could be found. A photograph has been received for this complaint which was evaluated. However, a previous investigation associated with a non-conformance (nc) has been approved and is completed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: september 28, 2016. (B)(4).

Event description:
Complaint received reporting "air leak from pilot balloon after intubation, just before initiating the ventilation. The user extubated the et tube and replaced it." Reporter provided photos which appear to show a tear in the pilot balloon. No further information was provided.